Manufacturer narrative:
Complaint conclusion: the complaint received states that post index procedure this (B)(4) study patient had elevated cardiac enzymes and a vessel dissection during the procedure. This was a (B)(6) male patient enrolled in the (B)(4) study. The patient's medical history is significant for three unspecified stents implanted in other lesions two months prior to the index procedure, hyperlipidemia, hypertension, myocardial infarction, diabetes, an unspecified major bleeding event and glaucoma. The indication for the procedure was treatment of residual coronary artery disease. Prior to the index procedure, the patient initially had ptca with stenting of the obtuse marginal (om) and right coronary artery (rca) in 2006 with unknown stents. The index target lesion was the proximal left anterior descending artery (lad). The lesion was described as 80% stenosed, ostial, heavily calcified, de novo and greater than 30mm long. Additional information received (B)(4) 2011. The core angiographic lab report indicated that during the index procedure, there was an extravascular dissection following balloon pre-dilation that was not present after stenting. The balloon used during pre-dilation was a 3.0 x 20mm fire star that had been inflated three times with a maximum pressure of 14atm. This was not reported in the cath report. The lesion was stented with a 3.0mm x 33mm cypher stents at 14 atms. The stent was not post-dilated. A 3.5mm x 28mm cypher was then implanted distal and overlapping the first at 14 atms. The stent was post-dilated to properly expand the stent. The reported residual rate of stenosis was 0%. The post-procedure troponin levels were elevated at 8.26 (unl 0.08). According to the database the patient was discharged on aspirin 325 mg and aspirin 81mg both once daily, no other antiplatelet medication was listed. The fire star balloon catheter was not returned for analysis. No sterile lot number information was available thus no DHR could be performed. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. With the information provided it is not possible to determine an exact cause for the event but there are multiple factors such as the lesion characteristics that may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287, 3003742446-2011-00288 and 9616099-2012-00032

Event description:
The complaint received states that post index procedure this (B)(4) study patient had elevated cardiac enzymes and a vessel dissection. The indication for the procedure was treatment of residual coronary artery disease. Prior to the index procedure, the patient initially had ptca with stenting of the obtuse marginal (om) and right coronary artery (rca) in 2006 with unknown stents. The index target lesion was the proximal left anterior descending artery (lad). The lesion was described as 80% stenosed, ostial, heavily calcified, de novo and greater than 30mm long. Additional information was received on (B)(4) 2011. The core angiographic lab report indicated that during the index procedure, there was an extravascular dissection following balloon pre-dilation that was not present after stenting. The balloon used during pre-dilation was a 3.0 x 20mm fire star that had been inflated three times with a maximum pressure of 14atm. This was not reported in the cath report or by the site. The lesion was stented with a 3.0mm x 33mm cypher stents at 14 atms. The stent was not post-dilated. A 3.5mm x 28mm cypher was then implanted distal and overlapping the first at 14 atms. The stent was post-dilated to properly expand the stent. The reported residual rate of stenosis was 0%. The post-procedure troponin levels were elevated at 8.26 (unl 0.08) and ck at 480 (uln 294). According to the database, the patient was discharged on aspirin 325 mg and aspirin 81mg both once daily, no other antiplatelet medication was listed.

Manufacturer narrative:
Addendum: based on the (B)(4) adjudication minutes received on (B)(6) 2012, the committee determined that the patient experienced a peri-procedure mi based on the previously reported cardiac enzyme elevation. The previously reported cardiac enzyme elevation will be replaced by myocardial infarct. Post adjudication (B)(4): the complaint received states that post index procedure this (B)(4) study patient had a peri-procedural mi and approximately five months post index procedure this patient suffered cardiac arrest. This was a (B)(6) male patient enrolled in the (B)(4) study. The patient's medical history is significant for three unspecified stents implanted in other lesions two months prior to the index procedure, hyperlipidemia, hypertension, myocardial infarction, diabetes, an unspecified major bleeding event and glaucoma. The indication for the procedure was treatment of residual coronary artery disease. Prior to the index procedure, the patient initially had ptca with stenting of the obtuse marginal (om) and right coronary artery (rca) in 2006 with unknown stents. The index target lesion was the proximal left anterior descending artery (lad). The lesion was described as 80% stenosed, ostial, heavily calcified, de novo and greater than 30mm long. Additional information received (B)(6) 2011. The core angiographic lab report indicated that during the index procedure, there was an extravascular dissection following balloon pre-dilation that was not present after stenting. The balloon used during pre-dilation was a 3.0 x 20mm fire star that had been inflated three times with a maximum pressure of 14atm. This was not reported in the cath report. The lesion was stented with a 3.0mm x 33mm cypher stents at 14 atms. The stent was not post-dilated. A 3.5mm x 28mm cypher was then implanted distal and overlapping the first at 14 atms. The stent was post-dilated to properly expand the stent. The reported residual rate of stenosis was 0%. The post-procedure troponin levels were elevated at 8.26 (unl 0.08). This elevated enzyme event was adjudicated as an arc - peri-procedural. According to the database the patient was discharged on aspirin 325 mg and aspirin 81mg both once daily, no other antiplatelet medication was listed. Approximately five months after the procedure the patient experienced cardiac arrest. According to the study coordinator, the patient had "passed out", 911 was called, resuscitation efforts were administered with success, and the patient was admitted to the hospital. Additional information received via (B)(6) on (B)(6) 2011. The cause of death was cardiopulmonary arrest as a consequence of respiratory failure due to encephalopathy. The cypher stents remain implanted thus unavailable for analysis. No sterile lot number information was available thus no DHR could be performed. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Cardiac arrest is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. With the information provided it is not possible to determine an exact cause for the event but there are multiple factors such as the patient's history of coronary artery disease, diabetes and major bleeding, as well as lesion characteristics and possible pharmacological reasons that can be attributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This device is one of two products associated with this event. Please refer to MFR report # 3003742446-2011-00287, 3003742446-2011-00288 and 9616099-2012-00032.